Event description:
It was reported that this pacemaker reverted into safety mode. A replacement procedure is expected in the near future. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "no problem detected" was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. It can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this pacemaker reverted into safety mode. A replacement procedure is expected in the near future. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was successfully explanted. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this pacemaker reverted into safety mode. A replacement procedure is expected in the near future. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was successfully explanted. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 2 (device evaluation): upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.